Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the customer received a battery out limit alarm as well as low battery test alarm. Customer's blood glucose level at the time 278mg/dl. Customer treated with manual injection. Troubleshooting occurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).